Manufacturer narrative:
(B)(4). Three samples were returned for evaluation. A visual inspection was performed and black spots were observed on the drip chamber. The reported condition was confirmed. The cause of these black spots could be burned material during the manufacturing process and shaping process of the drip chamber by the manufacturer. Some components, as drip chamber, are not manufactured by baxter (B)(4). They are produced by an external supplier. As corrective action, baxter notified the supplier, who will investigate this occurrence. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) a plexitron equipo gravitacional in which particulate matter was observed. According to the report, particulate matter was found in the drip chamber before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.